Event description:
It was reported that during prep for a coronary artery stenting procedure, stent damaged occurred. As the 3.0x16mm liberte bare stent was being prepped for implantation, the physician realized the stent was frayed on one end. The physician did not use the device. No patient injuries or complications was reported. The patient's condition was noted to be "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.